Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported not able to test blood glucose due to an errc 6 message appeared on their precision xtra meter. Customer reported experiencing symptoms of "high blood sugar metal taste in mouth, high urination rate and blurred vision". Customer also reported as seen in a health care clinic where she was diagnosed with severe hyperglycemia and treated with insulin shot and glucophage.